Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was experiencing loss of capture, failure to retract helix, and possible lead damage. The physician noticed this shortly after an implant procedure, and elected to cap the right ventricular lead and implant a new lead. The patient was stable.